Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29-sep-2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed, the 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 20mm synergy xd drug eluting stent was advanced for treatment. However, the stent failed to cross the lesion site. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.